Manufacturer narrative:
The returned lead had been capped about 8.5 cm distal of the is-1 connector pin and was only available in fragments, as mentioned in the clinical complaint. All parts of the lead were returned for analysis. The returned fragments were examined visually, mechanically, and electrically. Aside from the existing cut through the lead, no damages were found that could be related to the clinical complaint. The measurement of the direct current resistances of the electrical conductors also proved to be normal. There were no indications of a material defect or manufacturing error.

Event description:
A dislodgement was reported on the day after the implantation. The lead was explanted and returned to biotronik. No deterioration of the patient's state of health was reported.